Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on 6 bd micro-fine¿+ demi insulin syringes were inaccurate. The following information was provided by the initial reporter: "pharmacy informed us that... The scaling is inaccurate."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 01-sep-2022. H6: investigation summary customer returned (5) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 1207735. Customer states that the scaling is inaccurate. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch # 1207735 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the scale markings on 6 bd micro-fine¿+ demi insulin syringes were inaccurate. The following information was provided by the initial reporter: "pharmacy informed us that... The scaling is inaccurate."